Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was hospitalized on the (B)(6) 2017 due to high watt alarms. It was stated that hemolysis parameters were increased and a 3rd harmonic was measured. It was then stated that lysis therapy was started immediately. And power decreased but not back to previous level. As hemolysis parameters decreased slowly a 3rd harmony could still be measured. After one week hemolysis parameters were still not back to normal and power increased again. A second lysis therapy was performed and after this the 3rd harmony could not be measured anymore and power decreased to previous level (before power increase and hemolysis parameters are decreasing. It was stated that the log files were sent to the manufacturer. A bfarm user report was received on 04oct2017 and was sent for translation on 05oct2017. Translations were received on 06oct2017 and any addl info was included in this narrative. No additional information is available.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting on (B)(6) 2017; 61 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received two lysis therapies after which parameters returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.